Event description:
It was reported that during a lap nephrectomy procedure,the disc tore during procedure.another device was used to complete the procedure.no patient consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.